Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that there was a patient on impella 5.5 support. While on support placement signal not reliable alarm occurred. The audio was disable. It was further reported that on day 18 of impella support there was a pump stop however the pump was able to restart. It was noted that the impella was not secured correctly on the patient and the catheter was kinked. The impella was exchanged and there was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue, temporary pump stop, and product damage (catheter kink) has been completed. Optical signal issue: clinical details report that the placement signal not reliable (psnr) alarm triggered on (B)(6) 2025. Neither the pump nor console were replaced due to the issue. No further details were provided regarding the issue for the remainder of support. Data logs were reviewed and the alarm triggered on (B)(6) 2025 as reported. At this time, snr dropped to zero, contrast dropped but increased in amplitude, lamp and gain increased, and light dropped. The alarm did not resolve for the remainder of the case. Returned product was confirmed to have a kink in the catheter just distal to the red pump plug/kink protector. When the pump was connected to the console, all 5s parameters were still out of specification. The pump failed the laser continuity test with light leaking from the location of the catheter kink. There were no other light leaks noted on the pump, indicating that was the sole break. Based on the signatures noted in data logs and the kink in the catheter/optical fiber line on returned product, the cause of the optical signal issue was determined to be a damaged fiber line. Temporary pump stop: clinical details report that the pump stopped on (B)(6) 2025. The pump was able to be restarted, however, the decision was made to explant the pump and replace it with a new one. It was reported that the field believed a kink in the catheter was the cause of the pump stop. The pump was not secured properly to the patient. Data logs were reviewed and the pump stop alarm was confirmed. There was a sudden trigger of alarm #119 with a motor current spike to 1250 ma. There were no abnormalities leading up to the event. The pump was able to be restarted, however, there were 6 more triggers of the same pump stop alarm before the pump was turned off. Purge pressure remained stable throughout this time. Returned product was investigated, and without manipulating the catheter at all, all motor cable lines were testing within specification. However, when testing the resistance in motor cable 3, kinking the catheter at the location where there was evidence of a previous kink would create an open circuit. The pump was then connected to a console, and the pump was able to start and run, however, when the kink in the catheter was exacerbated, the pump stop reproduced. This aligns with the intermittent nature of the pump stop alarms on field data logs. There were no other abnormalities on returned product: there were no signs of biomaterial, and the impeller was able to rotate without issue. Based on the signatures seen on data logs and the intermittent open motor cable line on returned product, the cause of the temporary pump stop was determined to be an open electrical line. Product damage (catheter kink): clinical details report that the catheter/pump was not properly secured to the patient, resulting in the catheter kink. Returned product confirmed there was a kink in the catheter just distal to the red pump plug/kink protector. Based on the clinical details provided that the catheter kinked due to it not being properly secured to the patient, the cause of the catheter kink was determined to be a use issue.